Manufacturer narrative:
The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately four hours of intra-aortic balloon (iab) therapy, multiple autofill failures occurred on the cardiosave intra-aortic balloon pump (iabp). The console was switched out, but the alarm continued. The md believed this was due to the patient's small vasculature. The patient was taken back to the lab to exchange the iab for a small one. The iab was in use for approximately ten hours. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and in the inner lumen. Four kinks were observed on the catheter tubing approximately 76.7cm, 73.1cm, 72.8cm and 72.6cm from the iab tip.the inner lumen was found to be occluded. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. The reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Initial reporter title: ccl manager. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4) .

Event description:
It was reported that during intra-aortic balloon (iab) therapy, multiple autofill failures occurred on the cardiosave intra-aortic balloon pump (iabp). The console was switched out, but the alarm continued. The md believed this was due to the patient's small vasculature. The patient was taken back to the lab to exchange the iab for a small one. There was no patient harm or adverse event reported.